Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. However the error recurred. Cts advised customer to replace the pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use pump.